Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k #k180700 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: compression fracture at l1 due to primary osteoporosis it was reported that the patient underwent balloon kyphoplasty at l1. During the surgery, cement was mixed for 30 seconds to 1 minute; and was doughy and homogeneous prior to delivery into the patient. The target bone cement was filled and the procedure was completed successfully. Frontal image was obtained during the surgery, which did not show any leakage. However, post-operative x-ray frontal image showed that there might be a leakage to the segmental vein from the rear right side. CT image would also be performed as it is difficult to judge whether there is actually a leakage to the segment or not. There were no patient complications reported due to this event at this point.